Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly tortuous right common femoral artery was attempted using a proglide device after a below the knee percutaneous transluminal angioplasty interventional procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device returned on (B)(4) 2013. Evaluation summary: only the suture was returned for evaluation. The reported suture break could not be confirmed. Analysis showed the rail end of the suture was cut with the device cutter. The suture knot was properly formed and tightened with dried blood present. This is indicative of the suture knot pulling out of the artery while being tightened which could appear very similar to the reported suture break during knot advancement. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.